Event description:
It was reported that during testing the pump had water contamination.no patient injury or involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 were unknown. No information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal and a damaged battery compartment. There was no evidence of the error in the even history logs (log inaccessible). The reported problem was duplicated. The investigation found that fluid had penetrated the device and contaminated multiple components and contamination to the main board causing critical errors. Fluid ingression was the cause of the reported problem. For corrective action all contaminated components were replaced. The root cause of reported problem was traced to the user. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120. Correction: h4: mfg. Date. 30-may-2010.